Event description:
Spo2 [peripheral oxygen saturation] cable was connected to the pulse oximeter finger probe and to the monitor. The cable failed to provide an spo2 reading. Cable was replaced with a new cable and provided a reading. This resulted in a delay in patient care, no known harm at this time.